Event description:
On (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as ¿high¿ for approximately 12 hours after eating chinese takeout. The caregiver reported the meal was miscounted and incorrectly announced using the ¿usual¿ option, with subsequent overrides using the ¿less than¿ option. The user corrected with fluids and walking. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - meal announcement misuse.